Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that ventricular assist device (vad) exhibited high power and the patient had an international normalized ratio (inr) of two and increasing lactate dehydrogenase (ldh). An echocardiogram was also performed, and it was indicated that there was a thrombus at the inflow cannula/on the impeller of the vad. It was noted that the patient had a minimally invasive gall bladder surgery due to acute inflammation, and there were changes in anticoagulation during the gallbladder surgery. The patient's international normalized ratio (inr) was subsequently one. It was stated that lysis therapy could not be performed due to the risk of bleeding, and a pump exchange could not be performed as the patient had not recovered from the gall bladder surgery. The vad was turned off.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of (B)(6) service history records indicated that the device was previously serviced, and the repair action was verified. Log file analysis revealed a sustained increase in power consumption and estimated flows above the normal operating range throughout the analyzed period; however, no high watt alarms were logged within the analyzed period. As a result, the reported high power event was confirmed. Of note, several clock change events were logged, in which the controller¿s date was set to (B)(6) 2012; no pump ID setting events had been logged prior to the clock change events. If the pump ID is not set when the controller is connected to the monitor, the monitor will update the date/time of the controller to match the date/time of the monitor. Review of the alarm log file also revealed one (1) vad disconnect alarm was logged on (B)(6) 2012 at 13:27:14, indicating a physical disconnection of the driveline from the controller. Visual evidence provided by the site revealed an unknown self-repair on the driveline outer sheath. The observed pump ID not set, clock change event, vad disconnect alarm and self-repair events are additional findings, not related to the reported event. The most likely root cause of the observed pump ID not set in the log files could be attributed to an incorrect set up process. The most likely root cause of the observed clock change event can be attributed to troubleshooting and the controller with no set pump or patient ID connected to the monitor, triggering the monitor to update the date/time of the controller. The most likely root cause of the observed self-repair can be attributed to handling of the device. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible root causes of the reported high power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.